Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in (B)(6) 2005. Pt had continued pain. An x-ray taken in december noted a vertebral fracture. A revision was performed on (B)(6), 2005 to remove the charite device. Pt reports continued pain.

Manufacturer narrative:
The associated medical records for this pt were reviewed. Charite disc was implanted on (B)(6) 2005 at l5-s1. Intra-op films showed disc was intact with no evidence of fracture. Post-op. On (B)(6) 2005 images confirmed an l5 burst fracture and disc failure. Pt was reported as having been lifting boxes and falling twice since disc was placed. Revision was performed in (B)(6) 2005 and the charite disc was removed. No definitive conclusions can be made. Medical records noted no endplate fracture prior to or after initial placement of the charite device. The pt did report post-op trauma and this may have been a contributing factor to the v-body fracture that occurred.